Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's unspecified coronary artery. Upon the initial inflation attempt, the balloon ruptured. The physician noted that the stent was completely dilated and there was damage to the artery. The patient was subsequently sent for coronary artery bypass graft surgery. Surgery was successful and there were no clinical sequelae reported relative to this event.